Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 700 mg/dl at the time of incident. The customer did experienced symptoms due to high blood glucose. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer treated with manual injection. It was unknown if the customer was using auto mode at the time of incident. The customer declined further troubleshooting. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The product will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.